Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problems, the battery runs not over 20h at 125/ml/h and the sealing pressure is too high. It was determined that the chassie that was manufactured out of tolerance was the root cause. To address the issue, the sensor is to be calibrated and the chassie is to be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump does not pass the battery run at 125 ml/h over 20 h and the sealing pressure is too high. There was unknown patient involvement.